Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin, as well as loading cold insulin into the cartridge. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days and educated couther on proper cartridge loading procedures. Customer changed cartridge and infusion set to address the issue. Customer's blood glucose was 405 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. H3 other text : device not returned.